Event description:
The ge oec 9800 fluoroscopy system was reported to have cine and memory issues.

Manufacturer narrative:
A ge oec service rep investigated the issue and found the cine bridge was causing hard drive corruption. The cine bridge and hard drive were both replaced. The system was tested and found to be operating as intended. The system was released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No negative pt effect was reported because of this malfunction.